Event description:
It was reported that after a left heart catheterization, arteriotomy closure of the right common femoral artery was attempted using a perclose at device. Reportedly, an unknown device failure occurred. The device was removed and a proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose at and proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is being retained by the customer and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is being retained by the risk management department of the hospital and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.